Event description:
The customer reported that when he performs testing in svc mode, the energy selected by the rotary knob does not match what is displayed on the screen. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that when he performs testing in svc mode, the energy selected by the rotary knob does not match what is displayed on the screen. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.